Event description:
It was reported that a couple of months ago ((B)(6) 2013) a surgeon at the (B)(6) confirmed that there were some kinks in the catheter. The patient stated she does get confused very easily and has bouts of dementia. This device system delivered bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).